Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the loading unit was partially applied to 4cm cut line. The anvil was bowed. The clamp bar had broken out of the anvil. Additionally, the proximal end of the loading unit adapter was broken from the device. Due to the condition of the loading unit, functional testing could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and broken clamp bar condition may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right upper lung resection procedure, when removing the lungs, the stapler was activated but stopped halfway. It was replaced with new handle and staples.